Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally ruptured breast implants, bilateral breast hardening/pain, bilateral baker grade IV capsular contracture of the breasts, left breast double bubble deformity, a calcified left breast granuloma, and a right breast mass during a consultation with a medical professional. As a result, the patient underwent bilateral removal and replacement with 535cc mentor memorygel xtra breast implants on (B)(6) 2023. As the side indications were not provided for the respective lot numbers, the lot numbers for both products are being provided as device a - lot number: 5552374 and device b - lot number: 5567657. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-10792 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress.  Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture, breast mass. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 14, 2023, the mentor analysis lab received the suspect medical devices with lot numbers 5552374 and 5567657 for evaluation. On september 20, 2023, mentor completed evaluations on the returned devices. Since clarification for the side indications was not received, both device evaluations are being reported. Evaluation - lot 5552374: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Evaluation - lot 5567657: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and received in two parts. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed for lots 5552374 and 5567657, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).